Event description:
It was reported that following an implantable device replacement procedure, this right ventricular (rv) lead exhibited increased, out-of-range pacing impedance measurements, greater than 2000 ohms. Boston scientific technical services (ts) was contacted and recommended thorough testing, such as diagnostic imaging. Provocative maneuvers, and a potential commanded shock test to assess the rv lead integrity. At this time the rv lead remains implanted and in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).